Event description:
It was reported that the device gave an instrument error during the pre-test. The customer tried to retorque the device and still received the instrument error. The customer opened another like device and completed the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.